Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the customer was able to press 1, 2, but the 3 stayed lit up no matter what was pressed on the screen. Tapping the wake button did not turn screen off. Screen stayed illuminated and did not time out. There was no reported impact to customer's blood glucose. The customer reported that manual injections would continue to be used for alternate insulin therapy.